Event description:
Problem goes back a year and one-half ago when dr recommended cataract and implant operation, dr performed operations on both of eyes using the allergan co medical optics model sa40n. After about a month it was very obvious to pt that a real problem existed. Vision during the day created no problem however at night pt saw flares around all lights. The flares from oncoming cars were so wide that they appeared on pt's side of the highway. After living with the problem for several months and several visits with dr pt left for winter home. From day one after operations the flares were so large that it was impossible, from a safety standpoint, for pt to drive at night. This is why pt said someone may be killed. People who have had this operation may try to drive at night, this pt just could not do for fear that they might have an accident and kill someone. Pt's life was indeed shattered and the condition was beginning to wear on their mind. When returning to home in may pt had another examination by dr, who carefully reviewed options and stating to pt that unfortunately he had other pts who had the same problem and that shortly after pt's first operation he had stopped using the sa40n lens. He said that he now had at least three pts who had the same problem and could not understand why allergan continues to advertise this lens. He also indicates he knew of other drs who had the same results. He further told pt of the added dangers of removing this lens and replacing them with the type he was now using. He indicated that if pt chose this course they would still have to wear glasses. The alternatives to this procedure were anything but attractive to pt but after much soul searching with family pt decided to proceed with two more operations. These were completed and new glasses and implants are reasonably acceptable. At least pt again can drive at night. This then is why as a concerned citizen pt is asking that this lens be withdrawn while FDA does a study and hopefully deny its use in the future. Another major concern is the cost of the third and fourth operation. Pt just does not think it fair to charge medicare and insurance co for these operations when allergan is permitted to produce and sell a product that is not 100% effective.